Event description:
It was reported that the patient was presented to the clinic and the patient's left ventricular (lv) lead noted with high capture threshold was programmed off. The physician elected to cap the lv lead on (B)(6) 2024 during a dual chamber pacemaker implant procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: section a4 and section e1; phycisian name. Based on updates received, the patient weight and the physician's name was corrected.